Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to myopotentials oversensing on the implantable cardioverter defibrillator. On (B)(6) 2021, the patient presented in clinic and programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.